Manufacturer narrative:
E1: patient city - (B)(6). Patient country - united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was admitted to hospital and eventually shifted to intensive care unit on (B)(6) 2025 due to diabetic ketoacidosis. Patient experienced symptoms like confusion, tired/weak and lethargy. The blood glucose level was over 400 mg/dl at the time of event and patient got treated with intravenous insulin. The patient stayed in the hospital for more than twenty-four hours and discharged on (B)(6) 2025. No further information available.